Event description:
Additional information received from the patient indicated they were still having issues with adaptive stimulation. It was noted that stimulation could take 30-45 minutes to turn back on after walking and then going to sit/lay. The patient had programming issues since implant and had been programmed at least ten times but only once regarding adaptive stimulation. The patient was planning on replacing the implant, possibly in (B)(6).

Event description:
Information was received from patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I via a manufacturer representative. A consumer reported it does not help her all day long. She had to try to walk and bend in a certain position, and it was totally unrealistic expectations that they gave the consumer. She had therapy adjusted because when she would lay down, it would get too strong, so he adjusted it so it was positional, but now the problem was that it is too positional. If the consumer was not totally upright or sitting in a chair not perfectly, it was not working. She stated it was not working for her half the day. Troubleshooting reviewed that multiple programming appointments may be needed to fine tune adaptive stimulation programming. The consumer was directed to follow-up with her health care professional. Follow-up was being conducted to determine steps taken to resolve the reported issue. On (B)(6) 2016, the patient reported that, regarding the increase in recharge frequency, an adjustment to the stimulator was made, but then the efficacy of the pain blocker was decreased. Less pain relief was what happened, which was counter-intuitive to the whole purpose of this device. Regarding the loss of therapy, adjustments were still being done. The pain relief seemed to be very (too much) positional and sporadic. Recharging in itself was actually very painful and was causing more pain in the sciatic nerve area on the left side where the battery was placed under the skin. Additional information received on 2016-03-28 from the consumer reported they met with the manufacturer's representative (rep) in december or january, and they tried to adjust the stimulation (less amplitude), but when they did that it stopped helping with the pain as much. It was noted the consumer had complex regional pain syndrome so everything was painful for a couple of days after they had reprogramming. The consumer also met with the rep. In february or march, and was scheduled to meet with them again on (B)(6). Additional information was received on 2016-05-04 from the patient that reported that there was a loss of stimulation. It was noted that the patient was still using adaptive stimulation and that she used the stimulation 24 hours per day. The patient had a program in (B)(6) 2015 that she really liked, but the manufacturer representative was not able to recreate the programming, but provided a couple of options for her to use. It was reported that it seemed the stimulation was off more than on during the day. The patient was lying in bed the day of the report, the stimulation was on, but she wasn't feeling anything. The patient would be sitting and then all of a sudden she feels the stimulation, but then she would sit still and not move and it would go away. The patient reported that the stimulation goes off way too easily. While she is standing, it says upright program 1 at 4.85 volts and program 2 at 5.25 volts, and if she leans forwards just a little bit, she doesn't feel it, but if she stands up straight, she can feel it. If the patient is walking normal, she can barely feel it. The patient was experiencing pain. The manufacturer representative noted that she met with the patient on (B)(6) 2016 for reprogramming only and was not aware that she has or had a loss of therapy.

Event description:
Additional information received reported that the patient had battery replacement because it was "faulty" so they had to take it out and put a brand new one in. The main reason was because the battery didn't work. They had a terrible time setting it, sometimes it worked in "certain categories" but was not working and the physician and manufacturer representative (rep) decided it needed to be replaced. A revision occurred and the patient did not completely recover. It was reported that the patient was still in the hospital after undergoing replacement. No symptoms were reported. The problem started since implant. Relevant medical history includes non-malignant pain, complex regional pain syndrome type I, rsd/causalgia-complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.